Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive testing. The defib cable receptacle was replaced as a pre-caution. The device was re-certified successfully and returned to the customer with a replacement multifunction cable. Analysis of reports of this type has not identified an increase in trend.